Manufacturer narrative:
UDI (B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery casing device did not work. It was reported that the battery device was used in other battery casing devices and the battery worked. It was reported that there was no delay in the surgical procedure as a spare device was available for use to complete the procedure successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.